Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has red status indicator light and chirping with known working pad-pak.

Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the device was first installed on the (B)(6) 2016 and performed to specification up to the (B)(6) 2016. The device records power ups under 1 minutes' duration on the (B)(6) 2016. No further log entries were recorded.the returned pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. A test shock was delivered without fault and an acceptable measurement was recorded.investigation found no fault with the returned device. The device performed to specification throughout the history log and during testing at heartsine.